Manufacturer narrative:
Ctl amedica is currently conducting a retrospective review of potential mdrs from previous years as part of our ongoing compliance efforts. During this review, an incident from 2023 - originall documented internally as not reportable - was re-evaluated and determined to meet the criteria for MDR submission. As a result, this report is being submitted on may 29, 2025, to address the 2023 incident in accordance with our updated assessment. It is important to note that no patient harm has been reported in connection with this incident. Original engineering conclusion: the subject sleeve is a supplementary lateral wall stabilizing accessory that reinforces the primary threaded cage inseter when maneuvering the cages final position inside the disc space against the compressive load of the vertebral bodies. Improper disc preparation, oversizing of the cage, improper instrument handling, skipping surgical steps, patient anatomy, and others are among few variables that can cause the sleeve to jam in the disc space. X-images, surgical steps, patient anatomy and conditions were not provided. No harm or injury, however, has been reported to the patient. Not enough information has been provided to draw a conclusion. The case is indeterminate.

Event description:
A surgeon had two tlif cases in one day. For both cases, the valeo tlif inserter sleeve came off of the inserter after he had flipped the cage and pulled the inserter out. When he pulled the inserter out, the sleeve was left behind in the patient. The surgeon had to use needle drivers to get the sleeve out of the patient in both cases.